Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair physical condition. Cover of 02 indicator was off center and damage to front label above the manometer was noted. Device underwent functional testing by connecting it to 50 psi 02. Indicator turned from red to white when psi rose to 40 or greater. This was performed repeatedly, and device consistently functioned as intended. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that a smiths medical ventilator had an 02 ball stuck. No further information was received.